Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on fri sep 01 19:40:33 edt 2017 with MFR# 3004753838-2017-61686. The ack3 was received on fri sep 01 19:40:33 edt 2017 with coreid: (B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver does boot and charge but perpetually rebooting.. Functional testing was performed and there was no failure detected related to the complaint. Open receiver, detached ui pcba, and retrieve the receiver download .the receiver log was reviewed and no issues were found related to customer complaint. The complaint could not confirmed for receiver initializing screen without manual restart because receiver shutdown-reason low battery followed by system power on and perpetually rebooting... A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The report of the receiver initializing without manual restart could not be confirmed. A root cause could not be determined.